Event description:
Programming data was received and reviewed. The magnet swipes were performed by the nurse. It was noted that the magnet does not inhibit stimulation. Multiple swipes were performed. An additional diagnostics were performed. No additional relevant information has been received.

Event description:
Generator analysis was performed. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. With the pulse generator case removed and the battery still attached to the pcba, the battery measured 2.973 volts, ifi=no condition. A visual assessment on the pulse generator pcba showed no visual anomalies. The battery was removed. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. A magnet diagnostic test was performed. Resulting status checks for; communication were ok, lead impedance and current delivered were normal. The magnet current would only activate when the magnet was applied at approximately 0.25 inches from the pulse generator (should be at least one inch). However, the magnet current would only activate when the magnet was applied at approximately 0.25 inches from the pulse generator (should be at least one inch). The reed switch (s1) was removed from the pulse generator pcba. The reed switch (s1) was subjected to a functional test. The reed switch (s1) did not perform according to functional specifications. The reed switch showed to be intermittent as it passed two of five times tested. The reed switch was the contributing factor for the pulse generator not performing according to functional specifications. The lead analysis was performed. Continuity checks of the returned lead portion were performed during the functional analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Note that since a significant portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead

Event description:
The suspect product was received for analysis and is currently ongoing. The return product form noted that the device was returned due to lack of efficacy from magnet use. No additional relevant information has been received to date.

Event description:
It was reported that a m1000 was unable to deliver magnet stimulation. During diagnostics, a message was received indicating current was not delivered. Session reports were provided. Programming data was sent. No additional relevant information has been received to date.

Event description:
It was noted that magnet diagnostics were performed again and unable to be completed. Different magnets were used and the test was still unsuccessful. Per the surgeon and nurse, the generator was placed right under the skin. The nurse could feel the generator in the pocket. Additional programming data was received and review. No magnet swipe activations were observed, confirming this was the cause of the magnet test not completing. The cause of the magnet swipes not being detected has not been determined. No additional relevant information has been received to date.

Event description:
The patient's generator was explanted. The explanted generator has not been received to date. No additional relevant information has been received.